Event description:
A non-sterile oxygenator was mistakenly set up and used on a pt undergoing a cardiopulmonary bypass procedure. The procedure and recovery proceeded without complications, and the pt was released from the hospital.